Event description:
It was reported that this patient received an inappropriate shock due to oversensing when it comes to this device, and was hospitalized a review of the information by technical services (ts) provided some troubleshooting and recommendations for programming. Ts confirmed five inappropriate shocks delivered in 2020. At this time the device remains implanted. No adverse patient effects were reported.